Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is missing chips of plastic and half the o-ring fell of on the reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported that she had high blood glucose of 250 mg/dl and low blood glucose of 70 mg/dl. The customer was offer for troubleshooting but declined.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a half broken off reservoir tube lip, a missing o-ring, a cracked lcd window, a cracked case at the lcd window corner, scratches on the reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.